Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone, call the insulin pump alarmed battery out limit. The customer doesn't recall her blood glucose at the time the alarm occurred. The customer stated the alarm occurred during normal use. The customer was able to set the time and date on the device. A new battery cap was sent as customer was advised that the alarm during normal use may indicate the battery cap is loose. Customer is not returning the device for analysis.